Event description:
It was reported that foley catheter was placed in the operating room and on the next day, the catheter shaft and thermistor funnel were found torn off. No catheter remains inside the body. The urologist confirmed that there was no internal dependence by cystoscopy. There was a possibility that the catheter was pulled by the patient, but please observe the tear area and investigate whether the tear may have been caused by pulling or other factors.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjw2605. Visual inspection noted the catheter tip was cut off and temperature wire was cut. Therefore, unable to test. Bottom portion of catheter shaft was removed from temperature sensing wire however it is unknown how this reported event could have occurred. Also received 4 photo samples. First photo sample shows top view of catheter used for reported event. Second and third photo sample show cut portion of catheter and temperature sensing wire. Fourth photo sample inflation cap present on the reported event. Therefore, the reported event is confirmed and does not meet specifications per ip7603444 rev 0 which states "catheter length must conform to drawing." Instructions for use were reviewed for this investigation and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed in the operating room and on the next day, the catheter shaft and thermistor funnel were found torn off. No catheter remains inside the body. The urologist confirmed that there was no internal dependence by cystoscopy. There was a possibility that the catheter was pulled by the patient, but please observe the tear area and investigate whether the tear may have been caused by pulling or other factors.